Manufacturer narrative:
E1:name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where the patient inserted the infusion set in an area with insufficient subcutaneous tissue and experienced hyperglycemia treated with insulin pen on (B)(6) 2026.